Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, it was reported that the receiver was stuck on initialization screen. Additionally; the receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The charge and boot test was performed, and it failed. An attempt was made to download the receiver logs but could not be performed as call tech support error was observed on the screen, which is a reportable issue. The reported issue of receiver stuck on initialization screen was undetermined via product testing. This complaint is reportable based on the finding of display of call tech support error. A probable cause is undetermined. No additional patient or event information is available.